Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2016 with blood glucose of 35 to 40 mg/dl at the time of the incident. The customer was at 168 mg/dl at the time of the call. The customer used juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The customer also reported a high blood glucose incident of 600 mg/dl. The customer reported sensor glucose versus blood glucose differences and bent sensor cannulas. The insulin pump will not be returned for analysis.